Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had a constant tone and dark circle on display screen. Customer's blood glucose was 190 mg/dl. Customer was not able to clear buzzing with act / esc buttons. Insulin pump failed pump rest. Customer was advised to install new batteries and to monitor insulin pump.

Manufacturer narrative:
The insulin pump was received with no unexpected ringing or buzzing noted. The insulin pump passed self test and displacement test. The insulin pump has minor scratches on lcd window.